Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm. It was also received with cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump was sticking and the numbers on the screen would scroll on their own. The customer also reported receiving no delivery alarms. Blood glucose value was 130 mg/dl. He did not recall any significant events leading to the keypad issue. Blood glucose value was 186 mg/dl. Troubleshooting was not performed. The customer stated that she discontinued the use of the insulin pump a few months back due to the keypad issue. The device was returned for analysis.